Manufacturer narrative:
Other tests performed included chemical tests and electron microscopic analyses of disposystem components.

Event description:
Patient results are measuring shorter on initial aptt result as compared to subsequent determinations with pathromtin sl. Example: 17.1 seconds/31.4 seconds; 16.4 seconds/23.8 seconds. No adverse patient outcome since patients were in the normal range and aptt results were below the normal range.